Event description:
It was reported that the patient's generator was at 5-11% roughly 1 year after implant. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Internal generator data was received and reviewed. The patient was referred for replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent an unrelated intracranial electrode implantation followed by a right temporal lobectomy three days prior to the voltage drop seen. It was noted that the patient remained hospitalized during the two weeks in question of the voltage drop, however no other notable events occurred during that time. The patient later underwent a generator replacement. The generator has been received by the manufacturer and is pending product analysis completion.